Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of unintuitive motion to be related to the customer reported complaint. The instrument exhibited unintuitive motion. The instrument moved precise and proportionally to the hand controls, starting and stopping with hand control motion. They just move in the wrong direction. The instrument was found to have a loose pitch cable. The loose pitch cable caused the instrument be unintuitive. Additional findings not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have a loose pitch cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument stopped moving while in use. The instrument had non-intuitive movement. Internal yaw of instrument results in slight unintentional internal pitch of instrument. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the fenestrated bipolar forceps instrument did not move on its own. In order to correct the problem reported, the instrument was put out and in, the connections were checked, and was still not working properly. The reported issue was persistent. No specific patterns were identified, the instrument wrist just did not function as it should. The procedure was completed with a backup instrument. There was no injury to the patient as result of the event.